Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed comfort issues while wearing the lifevest. The patient stated that the lifevest was too heavy and hurt their back, and that they had trouble sleeping because of the lifevest. The patient had previously had back surgery, and the lifevest therapy electrode pads touched the incision. The patient's doctor instructed the patient to take tylenol pm to help with sleep issues and the reported discomfort. The distributor also provided the patient with recommendations to address the comfort issue. There was no allegation that a device malfunction caused or contributed to the reported comfort issue.